Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 4.00 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, accordioned on the end of the non-bsc guide and when the device was removed from the sheath, it was noted that the stent came off the balloon. The entire system was removed from the patient and the procedure was completed with another 4.00 x 32mm synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a synergy ii us mr 4.00 x 32mm was returned for analysis. The stent delivery system (sds) was not returned for analysis therefore individual assessment of the catheter could not be performed. The stent was returned detached from the sds and was severely stretched and damaged. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 4.00 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, accordioned on the end of the non-bsc guide and when the device was removed from the sheath, it was noted that the stent came off the balloon. The entire system was removed from the patient and the procedure was completed with another 4.00 x 32mm synergy stent. No patient complications were reported and the patient's status was fine.